Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a failure of the video jacket socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: the hospital used the same device to finish the procedure, there was no harm to the patient.¿

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The image was no longer displayed due to the failure of the video jacket socket. Additionally, the evaluation revealed the lamp socket and the light guide connector were worn. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use, the video system displayed an image that was black due to poor contact of the up board/connector. The customer reported the patient was not under sedation and there was no delay. There were no reports of patient harm or impact associated with the event.